Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. Same case as MFR:2134265-2016-08606. It was reported the patient experienced hypotension during the procedure and cerebrovascular accident (cva) post procedure. A left atrial appendage (laa) closure procedure was being performed. The 27mm watchman ® laa closure device & delivery system was used with a watchman® access system two partial recaptures were performed as the device position was too distal. Upon release, the closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. However, during the procedure the patient experienced hypotension, no additional actions were taken and the issue was resolved/recovered the same day. In (B)(6) 2016, the patient was admitted to the emergency room and was hospitalized for a small ischemic cva of the right middle cerebral artery. The patient was treated with medication given and/or regimen adjusted. The patient was discharged the following day.